Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the curved-tip stapler 30 had a frayed wire and the tip did not rotate. There was no reported harm or injury. Isi contacted the customer for follow up, however they did not have additional information to provide on the reported issue.